Manufacturer narrative:
B5: it was reported that clear liquid was observed to be dripping down the left side of the face of the machine. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that during continuous renal replacement therapy, there was an external fluid leak observed from the side of the pre blood pump or the effluent pump rotor segment of the tubing of a prismaflex st150 set. Therapy was discontinued and the extracorporeal blood (reported as 268ml) was not returned to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.